Event description:
The manufacturing representative reported that the patient had the entire system explanted on (B)(6) 2015. The manufacturing representative was not present at the case but reported that the initial implant was in 2010. They assumed normal battery end of life, however, the battery depleted before the specified battery longevity of 9 years. No relevant medical history was reported. The cause of the battery depletion was unknown. Follow up was conducted to obtain additional information. If additional information is received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).